Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu battery was evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the c-arm was not working and wouldn't start up. This resulted in a loss of imaging functionality. This could cause the delay of cancellation of a procedure. There is no report of injury or death.